Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca demand dose was not delivered within the intended time frame. There was no reported patient harm. The customer stated that the scenario was replicated with a different pump module in an office not connected to a patient; the demand dose was not delivered even after the lockout time expired. The customer suspect the issue may be related to device programming or configuration.